Event description:
The customer contacted baxter's technical service center regarding an alarm, which occurred on the homechoice (hc) during use, during dwell. The caregiver (cg) stated the home patient (hp) had four bags connected and only had fluid on the final line. The cg stated a bag became disconnected earlier. The baxter technical service representative (tsr) assisted the cg to end therapy and dispose of all current supplies and start over using all new supplies. The tsr also advised the cg not to reconnect a bag during therapy. The hc was operational. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient's caregiver and she said that during therapy, the patient's bag rolled off a table and onto the ground. That was when the bag became disconnected and it was reconnected. She had already discussed with the tsr the importance of not reconnecting a bag as it is a breach in aseptic technique. She was not sure what color bag it was. Since then the patient has been completing therapy successfully. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). The problem was confirmed based on the customer reporting use error. However, the root cause was undetermined as it is uncertain why the customer had the use error. The label review found the labeling adequate for the prevention of the use error in this complaint.